Event description:
I received a synvisc injection into my right knee for osteoarthritis pain. Later I developed extreme itching from head to toe, all over my body, hives, bumps, burning and pain in my right knee. I immediately started benadryl, 12.5 mg bid but it did not work! After finally see my orthopaedic after 4 days, he put me on a metro dos pak, 4 mg. I am still suffering with severe burning and pain after receiving just 1 synovis injection. I am not allergic to poultry or eggs. Is the product compounded: yes. Did the problem stop after the person reduced the dose or stopped taking or using the product: no. Did the problem return if the person starting taking or using the product again: yes. Do you still have the product in case we need to evaluate it: no. Osteoarthritis.